Event description:
Consumer reported complaint for high blood glucose and control test results. Daughter is calling on behalf of the customer. The customer called concerned with test results from blood glucose test result obtained of 248 mg/dl and control test result of 79 mg/dl. Per caller the customer's expected fasting blood glucose test result range is 125-145 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. Per customer, the product is stored according to specification on the dining room table. The test strip lot manufacturer¿s expiration date is 02/28/2027 and per the caller the open vial date is (B)(6) 2026. The meter memory was reviewed for previous test result history: result 1: 248 mg/dl date:(B)(6) time:4:47p unknown. Result 2: 180 mg/dl date:(B)(6) time:04:26p unknown (daughter's result). Result 3: 79 mg/dl date:(B)(6) time:4:52p control test.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and control solution were returned - reported defect not reproduced on returned meter and control. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-062: user had poor technique. Note: manufacturer contacted customer in a follow-up call on 23-apr-2026 and 30-apr-2026 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.